Event description:
It was reported that during a surgical procedure, the drill heated up. The procedure was completed with no reported delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
H6: the device was received by the MFR and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the motor assembly and rotor assembly. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of corrosion within this device. The motor assembly and rotor assembly were replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.